Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a sore under the ucor hfams patch. The sore was described as itchy, bleeding, and hard. There was no alleged device malfunction contributing to the irritation. The patient applied neosporin to the skin irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.